Event description:
It was previously reported by the customer that an event occurred on (B)(6) 2017 involving the intra-aortic balloon (iab). A linear iab was inserted through the left axillary on (B)(6) 2017 and the balloon ruptured on (B)(6) 2017. The customer initially stated there was no injury to the patient. The manufacturer was notified on 07/18/2017 that on (B)(6) 2017 the patient experienced numbness to the lower extremity. A CT scan determined there was a clot on the iab. On (B)(6) 2017 there was blood noted in the tubing. The iab was removed, but the patient needed to undergo surgery to correct the issue.

Manufacturer narrative:
(B)(4). "The evaluation confirmed that a leak was found on the inner lumen. We are unable to determine how or when the leak occurred". "The device was reported to be inserted via axillary approach which is not in accordance with the instructions. We are unable to determine if this may have contributed to the reported event. The evaluation confirmed that a leak was found on the inner lumen causing blood to go into the catheter tubing. The leak appears to have occurred from a kink in the inner lumen. We are unable to determine when the kink occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event". Complaint # (B)(4); record # (B)(4). (B)(4). The product was returned with the membrane completely unfolded and blood on the interior of the catheter and the membrane. The extension tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and one leak was detected on the inner lumen approximately 40.9cm from the iab tip. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The evaluation confirmed that a leak was found on the inner lumen. We are unable to determine how or when this leak occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was previously reported by the customer that an event occurred on (B)(6) 2017 involving the intra-aortic balloon (iab). A linear iab was inserted through the left axillary on (B)(6) 2017 and the balloon ruptured on (B)(6) 2017. The customer initially stated there was no injury to the patient. The manufacturer was notified on (B)(4) 2017 that on (B)(6) 2017 the patient experienced numbness to the lower extremity. A CT scan determined there was a clot on the iab. On (B)(6) 2017 there was blood noted in the tubing. The iab was removed, but the patient needed to undergo surgery to correct the issue.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported by the customer that an event occurred on (B)(6) 2017 involving the intra-aortic balloon (iab). A linear iab was inserted through the left axillary on (B)(6) 2017 and the balloon ruptured on (B)(6) 2017. The balloon was removed. There was no injury to the patient.